Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was inserted across the septum and into the laa. Heparin was administered and the patients activated clotting time (act) was 399. An unknown pigtail catheter was inserted into the was. A transesophageal echocardiogram (tee) was performed and thrombus was found on the tip of the was. The thrombus was aspirated and retrieved through the was. The (was) was removed and the procedure was aborted. A computed tomography (CT) scan and neurological exam were performed; both came back negative. No patient complications were reported and the patient's status is fine.